Event description:
Hand held communication devices (walkie talkies and cellular phones) are able to disrupt operation of ventilator, ie trigger breaths, alter display and cause ventilator to become inoperative (shut down). Problems more pronounced at lower frequencies with hand held devices. Ventilator not on pt at time.